Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot# 50929180, product type: screening device. (B)(4).

Event description:
The manufacturer's representative reported that when removing the stylet from both test leads, the wire uncoiled completely. The event occurred during procedure. It was a normal removal of the needle and stylet. They attempted to test off of the lead and were unable to confirm sensory response. The leads were removed and replaced. The issue resolved at the time of report. There was no surgical intervention as the devices were never implanted. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the health care professional (hcp) was in possession of the leads as he wanted to keep them. The hcp was unsure at the time if the issue was user error or something else so he kept them in case he had another issue. The hcp had not experience another issue.